Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is suspending on its own, without input from the user. The patient's blood glucose elevated to 387mg/dl earlier in the day. This does not meet animas criteria for an adverse event. This report is being made based on the allegation that the pump was suspending without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours on a 1 unit per hour basal program with no self suspending issues. The reported complaint was not duplicated during testing.